Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a bowel resection, while creating and end to end anastomosis, when the device was removed from the cavity, the anvil was detached and fell into the patient's cavity. The anvil was removed from the rectum by using a kelly clamp. The staple line remained intact and the anastomosis was checked with a sigmoidoscopy and it was patent/no leaks. There was no patient injury.